Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was a damaged response button switch. The contacts of the front response button were corroded. The root cause for the corroded switch was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor had non-functional response buttons.